Event description:
Reference number (B)(4). Event occurred in the oman. It was reported that the patient faced tape not sticking issue due to infusion set dropped from the abdomen and set tape removed after pulling the pump and tube by mistake on (B)(6) 2026. No further information is available.